Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicated high blood glucose of 400 mg/dl. Customer reported current blood glucose was 95 mg/dl. Customer reported auto mode was active at the time of high blood glucose event. Customer reported insulin flow block alarm. Troubleshooting was performed. Customer reported insulin flow block alarm was resolved by complete set change. Customer had been using insulin pump within 48 hours of reported high blood glucose event. The device will not be returned for analysis.